Manufacturer narrative:
(B)(4). Date sent: 12/23/2019. Batch # unk. Date of event: publication year for the journal article is 2012. This report is related to a journal article; therefore, no product will be returned for analysis and the manufacturing records cannot be reviewed as the lot/batch number has not been provided and no devices are being returned.

Event description:
It was reported that during review of a journal article, title: zero ischaemia laparoscopic partial nephrectomy. Author(s): lynch f.; ahmed s.; rao a.; kooiman g.; brown c.; grange p. Citation: bju international. 109 (suppl. 7) (pp 55-56), 2012. / http://dx.doi.org/10.1111/j.1464-410x.2012.11177.x the purpose of this prospective study was to discuss ischaemia time of minimally invasive surgical approaches for small renal masses. A total of 67 patients [mean age of 57 years (20-85 years)] underwent laparoscopic partial nephrectomy (lpn). Intra-operative laparoscopic ultrasound guided pn was performed using the harmonic ace (ethicon). Postoperative complications included mean blood loss 522 mls (n=?), and clavien iii post operative complications (n=4). Lpn with zero ischaemia time is a reproducible and safe surgical approach to pn with the benefits of minimally invasive surgery whilst reducing the global ischaemic insult to the kidney.